Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 we have had two incidents of pump malfunctions at my clinic. I have sequestered the lot # 23g17ge56r and will no longer be dispensing to patients. Last week, we had a patient return for pump disconnect and her pump had not infused all the way, evident by her grenade still being full. Yesterday, a patient returned about 5 hours after her pump was connected with visible leaking from the grenade. The infusion nurse placed the pump in a ziploc transport bag, and this morning there is about 25 ml of fluorouracil/ns sitting inside the ziploc bag. I can not safely return this one for examination.